Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault and refractive surprise. In a separate visit lens repositioning was performed but it did not resolve the problem (lens was not stable after repositioning). The lens was later exchanged for a same length lens of different axis and the problem resolved.

Manufacturer narrative:
H6- device evaluation: lens was returned dry with residue/debris on product, in microcentrifuge vial. Visual inspection found the haptics bent. Dimensional and functional inspection found the lens to be within specifications. Correction: g4- premarket identification: device bla: p030016 to PMA/510(k): p030016, initially reported PMA/510(k) number in the wrong field. Claim # (B)(4).